Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, lot# 0211620970, implanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump used for an unknown indication. On an unknown date, the patient presented back to their healthcare professional (hcp) for follow-up. Fluid and swelling with slight redness around the pump site and catheter spinal segment were observed. The hcp prescribed antibiotics. On a following unknown date, the patient returned with greater swelling. The hcp opened both "pump wound and spinal segment". Clear fluid came out of both wounds. Swabs were taken when the pocket was opened and they were sent off. The suture around the anchor was no longer attached to the muscle and the catheter "in the spinal segment" had migrated out of the intrathecal space. The catheter was remove and the pump remained implanted. Re-implantation of the catheter was to be organized once the swabs were returned to ensure no infection. The issue was not resolved at the time of this report.

Event description:
On 2016-09-26, additional information was received from a foreign manufacturer representative (rep). It was reported the rep was unsure when the catheter was explanted but, stated that the new catheter was 'hooked up to the existing pump' on (B)(6) 2016. The patient was doing well. The drug in the device was reported as morphine and bupivacaine, running at 0.5 mg/day. The swabs came back clear and negative of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.